Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator display was not working. Patient involvement information was not provided. Covidien/medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-medtronic service provider evaluated the ventilator confirmed the customer reported issue. It was reported that the problem was found in the ventilator's display. The ventilator was repaired and the ventilator is in working condition.